Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. There were some non-sustained tachycardia high rates showing noise on the electrogram. Short interval counts (sic) were noted. Follow-up was performed and it was determined that the electrogram did show noise after the patient had come into close contact with a large magnet and that the patient heard their implantable cardioverter defibrillator (ICD) device alert immediately afterwards. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.